Event description:
It was reported that the customer received a continuous glucose monitor error 42. Customer's blood glucose (bg) level was 400 mg/dl; cause was due to cgm error 42. Customer received normal third party assistance and delivered a correction bolus via pump to address bg level.the pump was reset, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.